Manufacturer narrative:
Product analysis: as found condition: the hyperform balloon catheter was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. Damage location details: no damages were found with the hyperform balloon catheter hub. What appears to be dried contrast was found with the catheter hub. No bends or kinks were found with the catheter body. Testing/analysis: the hyperform balloon catheter could not be flushed as it is likely occluded with dried contrast. Therefore, the balloon subassembly was dissected (cut). A mandrel was inserted into the balloon distal tip, and the balloon was inflated. The balloon could not maintain inflation as it was found leaking at the distal tip. Upon microscopic inspection, a tear in the balloon tubing was found at the location of the leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a self-contained guidewire was used. The guidewire was advanced 1 cm out of the catheter tip. The guidewire tip was not shaped. The injection rate was steady. Used cartridge syringe to aspirate out and deflate balloon. The guidewire was 7mm from the catheter tip during inflation/deflation. After multiple inflations, the catheter and guidewire eas not removed or inspected. Blood did not enter the catheter lumen. Contrast was observed leaking during the inflation attempt. The catheter was not kinked. The physician tested the balloon prior to use.the balloon did not perform as intended during testing. The balloon leak was at the tip, contrast ration was 50/50. The balloon gat inflated and deflated 3 times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after opening the package and taking out the balloon, a inflation test was performed in vitro and it was found that the balloon was leaking water and could not be inflated. No patient symptoms or further complications were reported as a result of this event.